Event description:
It was reported that the constrained acetabular locking ring is broken. Pt has bad abductors and a trendelenburg gate which may have attributed to the device failure. The pt will be revised in the future.